Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged hyperglycemic event with blood glucose rising to 370 mg/dl for approximately 5.5 hours after eating without announcing the meal while using the ilet, and the user did not change supplies and allowed the ilet to deliver correction dosing until glucose returned to about 170 mg/dl. Symptoms included hyperglycemia without reported associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and an improper or incorrect procedure, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.